Manufacturer narrative:
The device and the lens were returned wrapped inside a plastic bag in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The nozzle tip is bent backward. This damage appears to have been caused by how the device was returned wrapped in a bag. The lens was returned adhered to the outside of the device with viscoelastic. The lens was cleaned with lphse to remove from the device. Scratches and scuffs are observed on the posterior surface (surface facing out upon return). This damage may have been caused by how the lens was returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause for the reported ¿faulty lens¿ cannot be determined. No specifics were provided for the reported ¿fault¿. The lens was returned adhered to the outside of the device. The device and lens were wrapped in a plastic bag. The damage observed to the device and the lens appeared to be related to how the products were returned. There appeared to be inadequate viscoelastic in the device. The directions for use (dfu) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a faulty intraocular lens (iol) in a preloaded delivery system. Additional information was requested.